Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited noise. Additional information indicated that the source of the noise was undetermined. However, the physician suspected that it was due to mechanical failure. The lead was surgically abandoned. No additional adverse patient effects were reported.